Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that she was hospitalized on (B)(6) 2015 due to a severe diabetic ketoacidosis. The customer was having software issues. Customer's blood glucose level was 565 mg/dl. The insulin pump malfunctioned. She was vomiting and had a severe dehydration. The customer was wearing the insulin pump at the time of hospitalization. The customer received an injection before she was hospitalized. She also bolused using the insulin pump but her blood glucose continued to rise. The device was not returned.